Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) deflated once inside the body. There were no reports of patient injury. The physician stated that he had 1/2 and 1/2 contrast and hep saline in the balloon and could not visualize the balloon under fluoroscopy. He pulled the device out of the body, and once reinflated, the balloon was clearly leaking contrast/saline. The balloon was tested prior to going into the body, and no leak was noticed. He also stated that the artery did not have calcium. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no presence of pvd or calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy, and hemostasis was achieved using manual pressure. A non-sterile mynx control vascular closure device 6/7f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 were not depressed. The stopcock was open, with a syringe attached to the device. A 7f catheter sheath introducer (csi) was observed inserted on the device and the sealant was present in manufacturing position fully covered per the sealant sleeves. During the functional analysis, it was noted that the syringe returned presented a crack that impeded to complete the inflation of the balloon due to a leak that resulted from the affected area of the syringe. After the syringe was changed with a lab sample syringe. It was noted that the balloon presented a tear that did not permit the inflation of the balloon. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis the longitudinal tear was clearly identified along the balloon body. The conditions described resulted in a leakage that impeded the functional analysis. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed, as the balloon was not able to maintain a positive pressure to achieve the inflated state, due to a longitudinal tear observed in the balloon body. In addition, there was a crack observed on the syringe, which would also cause an inflation/deflation issue. Access site vessel characteristics (such as the tortuosity of the vessel) and/or concomitant device factors are likely since vessel anomalies at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) deflated once inside the body. There were no reports of patient injury. The physician stated that he had 1/2 and 1/2 contrast and hep saline in the balloon and could not visualize the balloon under fluoroscopy. He pulled the device out of the body, and once reinflated, the balloon was clearly leaking contrast/saline. The balloon was tested prior to going into the body, and no leak was noticed. He also stated that the artery did not have calcium. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no presence of pvd or calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy, and hemostasis was achieved using manual pressure. The device will be returned for evaluation.